Event description:
Epidural catheter tip came off on removal. The lot number of the epidural kit was not available, since it was discarded prior to recording it. However, the other trays the hospital have the following sequence: 23f18b0xxx, other info: ref (B)(4), by arrow, 19 ga catheter. Neurosurgery consulted, who visited the pt prior to discharge. Per neurosurgery, FDA does not recommend routine removal of the retained epidural catheters.